Event description:
It was reported that prior to using the external pulse generator (epg), the functionality of the device was verified. Later, while the device was connected to a patient, the biomedical agent moved the patient from their room to an angiography room inside the same hospital, then the patient experienced a cardiac arrest. The biomedical agent then did sternal punches until the heart recovered. The patient was then ok. Only after these events did the biomedical agent notice that the epg was switched off. The epg was returned to the manufacturer for servicing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event. Visual inspection revealed no anomalies. The device also passed functional testing with no anomalies found. The device was considered to conform to its specifications at the moment of testing. (B)(4).